Event description:
Patient presented to the physician with neck pain. Physician referred the patient to a neurologist where botox injections were administered and a physical therapist to manage the pain where improvements have been noted.